Manufacturer narrative:
Per the customer, the patient sample was a full draw taken in the ER. The patient specimen was collected in a 13x100 lihep plasma tube and centrifuged for four (4) minutes at 3800 rpm. The sample was stored at room temperature between testing. Per the customer, qc is run every eight (8) hours and was performing within their established ranges before and after the event. Both levels of accutni qc is performing within the customers established ranges. Service has been scheduled but has not been onsite to date. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated troponin (accutni) result within the risk stratification range for one (1) patient that was generated by the access 2 immunoassay system. Repeat analysis of the sample gave a lower result within the normal reference range. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.